Event description:
Following a patient fall, a post-operative radiograph identified a pedicle screw yoke disengaged from the screw shank. A procedure was performed to remove and replace the device.

Manufacturer narrative:
The affected pedicle screw construct components that were removed and replaced were returned for evaluation. Evaluation is in process.

Manufacturer narrative:
D4: correction to primary unique device identifier.

Manufacturer narrative:
Updated to add codes for investigation findings and investigation conclusion. A review of production records did not identify any production or inspection issues related to the event.